Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board and ps1 and ps2 power supplies. System operates as intended. (B) (4).

Event description:
The customer reported the system displays a connection error, then shuts down. No pt injury was reported.